Manufacturer narrative:
The device subject of this complaint was returned to steris endoscopy for evaluation and a kink was found on the spring sheath. Additionally, user facility personnel indicated that the area the device was being used in was tight. It is possible that the tight area caused the spring sheath to stretch and subsequently kink resulting in the separation of the clip component. The instructions for use include the following statements: "check to ensure that the scope is inserted completely into the scope mounting feature of the delivery housing and that the housing isn't expanded. Too tight of a fit can expand the scope mounting feature making the pushing mechanism sluggish and allow the padlock clip to get hung up on deployment, especially in retroflexion. Avoid bending the linking cable too aggressively or using a grasping/clamping device on the linking cable as it can create a "kink" and/or disable device function. Deploy padlock clip by using a firm and rapid thrust of the thumb actuator while holding the control handle body." The device history record was reviewed and confirmed the device was manufactured to specification. There have been no other complaints associated with this lot. Steris endoscopy offered in-service training on the proper use and operation of the padlock clip defect closure system; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that the clip component of a padlock clip defect closure device separated from the delivery system during a patient procedure. The clip was retrieved using graspers and the procedure was completed successfully using a second padlock clip defect closure system. No report of injury.